Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation result): the returned ulktratome xl was analyzed, and a visual and microscopic evaluation noted that at the distal tip, the wire anchor was dislodged or dislocated from distal pierce hole. A section of the of the wire anchor is still in the catheter and the cutting wire was not broken. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the working length was torn at the pierce hole. This condition could have been generated when submitting the cutting wire to tension during the handle actuation and the possibility of the device being energized during the handle actuation. Additionally, bowing the device without being completely out of the scope can lead to tear and displacing or dislodge the cutting wire anchor from its position and eventually break it. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the device was energized, the cutting wire of the ultratome xl broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the device was energized, the cutting wire of the ultratome xl broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.